Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no damages were observed on the returned bag. The event unit met current specifications and there were no visible non-conformance's. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: hepatectomy. Event description: after the specimen was placed into the inzii bag and secured, the bag suddenly tore during extraction from the patient. The customer only returned the torn bag to us, and this bag will be sent back to applied medical for evaluation. There is no impact to patient. Additional information provided by [name] on 27aug2025: there was spillage out of the damage to the bag. During specimen retrieval, the bag ruptured with fluid leakage, however the status of the specimen could not be confirmed. The bag did not break into pieces. The port size was enlarged. Additional information provided by [name] on 22sep2025: based on [distributor's} review, it is concluded that the received unit is indeed the one collected for this complaint. Intervention: the issue could not be resolved, and we compensated the customer with one replacement unit. Patient status: fine.

Event description:
Procedure performed: hepatectomy. Event description: after the specimen was placed into the inzii bag and secured, the bag suddenly tore during extraction from the patient. The customer only returned the torn bag to us, and this bag will be sent back to applied medical for evaluation. There is no impact to patient. Additional information provided by [name] on 27aug2025: there was spillage out of the damage to the bag. During specimen retrieval, the bag ruptured with fluid leakage, however the status of the specimen could not be confirmed. The bag did not break into pieces. The port size was enlarged. Intervention: the issue could not be resolved, and we compensated the customer with one replacement unit. Patient status: fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.